Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The returned sample was received in used conditions and without its original packaging. Functional and visual testing were performed. The evaluation was performed, and the reported issue was duplicated, during testing, a reservoir bag with water was connected to the samples, in order to infuse water by gravity to the drip chamber to verify for leaks. The samples had a leak in the bonding between the drip chamber and the spike. A sample of (B)(4) units was taken, in order to perform a visual inspection to verify for leak paths in the bonding between the spike and the drip chamber. No discrepancies were found. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue was not conclusively determined. A corrective action was implemented to determine root cause. Actions were taken to mitigate the reported issue: production performs a 100% in process inspection, in order to verify for leak paths. Quality takes a sample based on the expected output in order to verify for leak paths.

Event description:
It was reported that the device was leaking at drip chamber. No patient injury was reported.